Event description:
It was reported that the patient was on her fourth catheter due to three catheter failures. The catheter was either not anchored or ¿broke loose into the spine and fell down like spaghetti.¿ the fourth revision reportedly occurred in (B)(6) 2013. (See manufacturer reports: #3007566237-2013-03927, #3004209178-2013-10470, # 3004209178-2013-10469) the patient was to have a magnetic resonance imaging (MRI) scan on her foot due to a possible fracture and guidelines were discussed. This was not device related. This device system delivered dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type catheter. (B)(4).